Event description:
The surgeon reported to sales rep, that while he was trying to screw the set screw in the gamma nail with a set screw driver, he established that the screw did not have threads. He further reported that because another screw was available, the surgery could be completed successfully.

Manufacturer narrative:
Na.